Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the error could not be duplicated when pressing the save button after taking fluoro images. The system passed all testing. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that during the calibration of the imaging system, when the save button on the hand switch was hit, the pendant would flash that it was in stand-alone mode. Additionally, the images would save over to the mobile view station (mvs), but would take noticeably longer than normal. There was no patient present when this issue was identified.